Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported a rash forming underneath the lifevest. It was described as red and itchy. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a cream, (B)(6), by her dermatologist. Follow up indicated that the cream is helping with the skin irritation.